Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip on the permanent cautery spatula instrument crumble and broke loose, while the surgeon was performing lymph node dissection. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a section of the ceramic sleeve broken off. The sleeve is missing pieces at the distal end with an overall footprint measuring roughly .090 x .090. Sleeve exhibits various scratch marks below the broken section. Spatula also exhibits light scratch marks in the axial direction, indicating possible attempt at scraping off biodebris, which may have damaged the ceramic. Engineering concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.